Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and urinary dysfunction/sacral nerve stim. It was reported that the patient's device was not functional, but also stated the controller may be lost. Caller was not sure when this started or who the physician is. They did not know when [manufacturer] was notified, but stated on the call that they called someone at [manufacturer] and the company was going to "send someone out". Technical services provided number for sunmed and patient services (ps). On 2025-dec-23 additional information was received from the patient. The patient called in and repeated information regarding the ins not being functional. The patient stated that they hadn't used the ins in over 10 years because it was "broken." The patient did not know the event date. The patient explained that "it happened as an accident" because their grandson didn't lock their wheelchair and when they went to get in their wheelchair they grabbed it and fell on the ground. After that the patient said, "the heck with it, I can't deal with this" and stopped using the ins. The patient would like the ins to be removed. The agent redirected the patient to their doctor to address their request. The patient didn't have the phone number for their doctor so the agent provided the doctor phone number on file.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.